Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4)- the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert. Concomitant products: product ID 693165 implantable tachy lead, implanted: (B)(6) 2006; product ID d224drg implantable cardioverter defibrillator, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that an impedance warning triggered for the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.